Manufacturer narrative:
This report is submitted on february 07, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. The patient was hospitalized (date not reported) and was treated with IV antibiotics for 10 days. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2024 under general anaesthesia. Device analysis report attached. This report is submitted on march 15, 2024.